Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the display is blank. The customer's blood glucose reading was 150 mg/dl at the time of incident. Troubleshooting found that the pump got wet. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump had a blank display due to moisture damage on the electronic assembly. The pump had moisture damage found on the motor also. Unable to verify the button keypad anomaly or perform the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or no delivery alarm tests due to the blank display anomaly. The pump had corroded keypad traces, a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.